Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 319 mg/dl. The customer's nurse requested that a trainer meet with the customer to verify that he is using the insulin pump correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been retuned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.